Manufacturer narrative:
Neither the device returned to manufacturer for evaluation nor any images had been provided therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: transforaminal lumbar interbody fusion (tlif). It was reported that the patient underwent spinal surgery. The distractor used during the surgery collapsed to the neutral position and broke inside patient's disc space. No patient complications were reported as a result of the event. No part of the instrument was left inside the patient.